Event description:
New information states that the lead was explanted and replaced on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up due to potential t-wave oversensing. Review of electrograms (egm) indicated that it was true lead noise, possibly due to a valve closing on the lead causing the consistent noise pattern noted on the electrogram (egm). Upon interrogation, noise was not able to be reproduced with isometric testing. There were no changes in impedance measurements. Programming changes were made, and lead revision was suggested as the issue almost inappropriately shocked the patient. No patient symptoms were reported.

Event description:
New information states that the right ventricular lead exhibited high capture threshold and small r waves.

Manufacturer narrative:
The reported events of noise, high capture threshold and small r waves were confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the lead found an external abrasion breaching the re cable lumen was found at 8.0 ¿ 8.5 cm from distal tip consistent with friction to another device or feature of the patient anatomy. The etfe coating of one re cable was also found to be abraded in this location. The cause of the reported events was due to external insulation abrasion which is consistent with friction to another device or feature of the patient anatomy.